Manufacturer narrative:
The hill-rom technician indicated the casters were worn. He replaced the casters to resolve the issue.

Event description:
Info rec'd indicated when the brakes were engaged the head end casters would not hold properly.